Manufacturer narrative:
(B)(4).

Event description:
It was reported that no data occurred. Data was evaluated and the allegation was confirmed as a signal loss over one hour. The probable cause was determined to be the transmitter and the app were unable to establish a connection. The reported event of a no data is reportable based on the finding of a signal loss over one hour. No injury or medical intervention was reported.